Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and motor errors. The customer¿s blood glucose level was unknown. They also stated that they were in hospital due to flu and pneumonia. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer was not calling back after troubleshooting preciously and receiving another unexpected restart alarm. They stated that the drive support cap appeared normal. Customer was advised that the insulin will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.